Event description:
It was reported, the pt is unable to establish communication with his scs ipg using multiple external devices. Subsequently, the pt has not charged the ipg in approximately 2-3 months. Additionally, the pt rec'd a comm error 2501 from his pt programmer. No add'l info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.